Event description:
It was reported the pt could not adjust stimulation on their device. The pt's device was in a power on reset condition (por) and showed a "call your doctor" icon. Troubleshooting was limited due to lack of access to the pt and their device. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).